Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 15 unit bolus. Reportedly, the customer had accidentally entered 15 units of insulin to be delivered instead of 15 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to range from being in the 40's mg/dl to 87 mg/dl. The clinical diabetes trainer provided assistance and the customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.